Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 29-apr-2020. The most recent information was received on 27-may-2020. This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea"), rash papular ("onset of lichen"), abdominal discomfort ("weighted feeling in the hypogastrium"), irritability ("irritability") and libido decreased ("decreased libido"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, rash papular, abdominal discomfort, irritability and libido decreased outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, dysmenorrhoea, irritability, libido decreased, pelvic pain and rash papular with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: insertion date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 29-apr-2020. The most recent information was received on 27-may-2020. This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea"), rash papular ("onset of lichen"), abdominal discomfort ("weighted feeling in the hypogastrium"), irritability ("irritability") and libido decreased ("decreased libido"). The patient was treated with surgery (essure removal on (B)(6) 2019). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, rash papular, abdominal discomfort, irritability and libido decreased outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, dysmenorrhoea, irritability, libido decreased, pelvic pain and rash papular with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality safety evaluation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 29-apr-2020. The most recent information was received on 27-may-2020. This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea"), rash papular ("onset of lichen"), abdominal discomfort ("weighted feeling in the hypogastrium"), irritability ("irritability") and libido decreased ("decreased libido"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, rash papular, abdominal discomfort, irritability and libido decreased outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, dysmenorrhoea, irritability, libido decreased, pelvic pain and rash papular with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: insertion date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4) on (B)(6) 2020. This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea"), rash papular ("onset of lichen"), abdominal discomfort ("weighted feeling in the hypogastrium"), irritability ("irritability") and libido decreased ("decreased libido"). The patient was treated with surgery (essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, rash papular, abdominal discomfort, irritability and libido decreased outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, dysmenorrhoea, irritability, libido decreased, pelvic pain and rash papular with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.